Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported the plunger broke when pulling back on the syringe to draw blood. To aid in the investigation, nine samples in sealed packaging flow wraps were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the customer is not using the product as intended. This is a single use product and, after expelling the solution, the syringe should be discarded and not used to collect blood. A device history record review was completed for provided material number 306546, lot 4079604. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received: event date is showing as 6/26/2024. 3. No health impacts reported. 4. No serious injury. Only adverse event reported is that there were pieces of the rubber stopper in the syringe after found. Materials#: 306546; batch#: 4079604. It was reported by the customer that the plunger broke when an rn pulled back on the syringe to draw blood off of IV lines. Even after screwing the plunger back together, the plunger still broke apart when pressure is applied again. Staff were using the syringe as intended and not applying excessive force when pulling back blood. Verbatim: rcc received a complaint via email. Email(s) attached. We¿ve had another lot number come up with this particular issue. Lot #4079604. From response received on (07/04/2024). The plunger broke when an rn pulled back on the syringe to draw blood off of IV lines. Even after screwing the plunger back together, the plunger still broke apart when pressure is applied again. Staff were using the syringe as intended and not applying excessive force when pulling back blood.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 306546 batch#: 4079604. It was reported by the customer that the plunger broke when an rn pulled back on the syringe to draw blood off of IV lines. Even after screwing the plunger back together, the plunger still broke apart when pressure is applied again. Staff were using the syringe as intended and not applying excessive force when pulling back blood. Verbatim: rcc received a complaint via email. Email(s) attached. We've had another lot number come up with this particular issue. Lot #4079604. From response received on (07/04/2024). The plunger broke when an rn pulled back on the syringe to draw blood off of IV lines. Even after screwing the plunger back together, the plunger still broke apart when pressure is applied again. Staff were using the syringe as intended and not applying excessive force when pulling back blood.